Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered an alert and the patient was brought in-clinic. Upon interrogation it was noted that the ICD experienced a charge circuit time out and the charge circuit was inactive. It was noted that a power on reset (por) was likely as therapies and detections were re-enabled after previously being turned off. The ICD remains in use. No patient complications have been reported as a result of this event.